Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection was performed, and no defects were observed. A leak test under water was performed, and the device operated per specifications. The reported condition was not confirmed. The root cause was not determined. Should additional relevant information be received, a follow-up medwatch will be submitted.

Event description:
It was reported to baxter (B)(4) that a 500ml eva bag leaks. This condition occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Initial evaluation did not confirm the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.